Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that error "e80" (audible alarm module is not functioning) occurred upon start up of the device with no audible alarm. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to a defective speaker with open impedance. A further inspection of the device found that the negative side wire from the speaker cone to the terminal is too short and was causing the wire to separate, creating an open.